Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be released. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or packaging damage prior to use. One device was used on the patient. The catheter sheath introducer manufacturer, model, and size were unknown. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and no obvious calcium deposits, plaque, stent, or stenosis greater than 50% were observed at or near the puncture site. Prior to use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully pressed and flush with the handle. After removal from the patient, the plug did not detach from the exoseal vcd. The device will be returned for evaluation.